Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced diabetic ketoacidosis and high blood glucose level. Blood glucose level at the time of incident was unknown. Customer reported that blood glucose was very high and the insulin pump had not alarmed. The insulin pump will not be returned for analysis.